Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) levels that ranged from 40-59 mg/dl, cause was unknown. Customer drank liquid IV, an electrolyte packet, to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.